Event description:
It was reported that bd preset¿ arterial blood collection syringe labelling was not complaint to ukraine requirements. The following information was provided by the initial reporter: complaint: non-compliance of the labeling for bd products shipped to ukraine (labeling not compliant with local/ukrainian requirements) we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements.  Ids sm products of higher classes (included attachment#1.) Were registered via conformity assessment body in ukraine. When product is registered via conformity assessment body it is required to have it indicated on the labels and ifus (conformity assessment body number must be placed on the labeling) ¿ it must be placed underneath the ukrainian conformity mark.

Manufacturer narrative:
Initial reporter last name: (b)96). Initial reporter email: (B)(6). B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ arterial blood collection syringe labelling was not complaint to ukraine requirements. The following information was provided by the initial reporter: complaint: non-compliance of the labeling for bd products shipped to ukraine (labeling not compliant with local/ukrainian requirements) we discovered that some of the ifus for ids sm products are not compliant with ukrainian requirements.  Ids sm products of higher classes (included attachment#1.) Were registered via conformity assessment body in ukraine. When product is registered via conformity assessment body it is required to have it indicated on the labels and ifus (conformity assessment body number must be placed on the labeling) ¿ it must be placed underneath the ukrainian conformity mark.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. It was determined by management that this is not a product complaint, therefore, this is not considered to be a reportable malfunction. See h.10.